Event description:
During a pacemaker to ICD upgrade procedure, the physician tries to implant this device without success due to ventricular connection issues (ventricular lead impedance >3000 ohms and no capture).

Manufacturer narrative:
November 30, 2009. This event concerns a device that was manufactured and used outside the united states. The analysis is pending.